Event description:
It was reported that this implanted lead was part of the revision due to infection. No additional adverse patient effects were reported. All available information indicated that the implantable lead remains implanted. Due to the limited information received, further follow-up to obtain related details was not possible.